Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The reported fielder 18 guide wire was returned for evaluation with the separated wire tip. The returned fielder 18 guide wire was found fractured at approximately 1.5cm proximal to the proximal solder (set at 5cm from the tip for the purpose of fixing the coil onto the shaft). The distal wire fragment was found kinked at approximately 2.5cm from the tip, which was likely caused when it was held by the biopsy forceps. Microscopic observation of the fracture ends found traces of melt and changes in the surface color, indicating that electricity was applied on the guide wire. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that pushing and/or torsional stress generated with wire manipulation might have been applied on the fielder 18 guide wire while the wire tip was caught, deforming the wire shaft. Electricity was then applied on the wire shaft due to the diathermic dilator, melting the shaft to fracture. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the returned guide wire, it was unable to completely rule out a possibility that some wire fragment(s) might be left in the patient anatomy. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ when using this guide wire with an interventional device requiring power supply, remove this guide wire from the interventional device before supplying power to the interventional device. ~ avoid rapid protrusion or withdrawal or pressing of this guide wire with excessive force. Otherwise, it may cause adverse effects or damage to the endoscope, this guide wire or interventional devices. [Precautions] ~ if abnormal resistance is felt during use of this guide wire, stop the operation immediately. Determine the cause of resistance within the endoscope's field of view or under fluoroscopy, and take any necessary remedial action. ~ when using this guide wire with an endoscope with a guide wire fixation assistance function, do not push the interventional device by force when exchanging the interventional device. [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that an endosonography-guided pancreatic duct drainage (espd) was performed for the pancreatic duct. When an asahi fielder 18 guide wire was pushed into the patient anatomy and the concomitantly-used diathermic dilator was electrified, the wire tip was fractured and fell into the biliary tract. The procedure was delayed due to removal of the wire fragment using a biopsy forceps under the endoscope. A new device was then used to successfully complete the pancreatic duct drainage. The physician commented that the guide wire might have been fractured because electricity was applied on the guide wire while it was forcibly pushed into the anatomy. It was informed that there were no adverse patient effects and the patient was fine without problem after the procedure.